Event description:
It was reported that the patient had started to feel a shocking sensation in the pocket when he raised his arm. It was noted that the problem began a couple of days prior to the date of this report. The shocking was closer to the armpit on the lateral side of the pocket. It was noted that the device was implanted in the ventral intermediate nucleus (vim) and the implantable neurostimulator (ins) was on the left sub-clavicular. It was noted that when the ins was turned off the shocking was not felt, also when the device is palpated and therapy is on the shocking was not felt. Patient¿s settings were 1.4v, 90 pw, 180 hz, c+2-3- and therapy impedance was 947 ohms 1.5v. C/0 was 1108 ohms, c/1 was 1015 ohms, c/2 was 1066 ohms, c/3 was 1170 ohms, 0/1 was 1305 ohms, 0/2 was 1702 ohms, 0/3 was 1959 ohms, 1/2 was 1244 ohms, 1/3 was 1637 ohms and 2/3 was 1296 ohms. Additional information received reported x-rays were taken and there was no visible issue with the ins. No malfunctions were seen or cause determined. No interventions were taken or planned. The patient was going to be seen again by their healthcare professional on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot# va0c4xs, implanted: (B)(6) 2014, product type lead. (B)(4).